Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor did not respond to the start/stop button. Troubleshooting steps were taken and it was noted that all the lights were "flashing." The monitor has sent successful transmissions in the past. The monitor will be returned and replaced. There were no reported patient complications as a result of this event.